Event description:
It was reported that the patient with this device received multiple inappropriate shocks. The patient sought a medical evaluation at which time all sensing vectors were evaluated. With left arm movement, myopotentials were noticed on the primary and secondary vectors however not on the alternate vector. X-rays were taken and showed no changes in system placement. With the physicians assistance, a manual setup was conducted with the system selecting the alternate vector (2x) gain, due to low amplitudes. The patient has been scheduled for a follow-up to perform a stress test. Boston scientific's technical services was contacted for any additional programming optimizations. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.